Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a gp's unknown meter; however, no results were provided by the reporter. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.